Manufacturer narrative:
Investigation included technical support review and a software/firmware update with user education. Investigation of this case revealed that the device connected following a firmware update and guidance to allow time for reconnection. It was concluded that the issue was resolved through software update and pairing troubleshooting, with no patient harm.

Event description:
It was reported that the dexcom g7 sensor was providing readings on the mobile app, but pairing to the ilet pump failed, with the same error code displayed on the pump. Symptoms included no clinical effects reported. Outcomes included no impact to health reported.